Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Reporter called with claim that on 3 occasions the string from tampons broke while inserting the tampon. No injury was reported.